Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument did not properly articulate the up-and-down rotating movement at the tip. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the full batch number of the vessel sealer extend (vse) is 480422-03/k16251101-0004. The issue occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The movements of the surgeon scale appropriately to the vse, except for the up and down movement which were greater or lesser than intended. The timing of the up and down movement of the vse was not appropriate (e.g., delay/lag). There was no shakiness and/or friction observed. The vse up and down movements did not move in the intended direction. The issue was persistent. The surgeon was manipulating tissue when the issue occurred. The problem was resolved by replacing the vse for a new one. No images were available for review.